Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully on the 3rd august 2011 and performed all weekly auto self-tests up to the 14th december 2012. On the 16th december 2012 and the 9th march 2014 the device failed the weekly auto self-test due to a low battery. On the 17th march 2014 information from the history log shows an increase in voltage which suggests a further pad-pak was installed. Multiple manual power ups of mainly ten minute duration were recorded between the 9th august 2015 and the final history log entry, prior to receipt at heartsine, on 20th august 2015. During this time fluctuations in voltage were observed. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Furthermore, the self-test failure was due to either the pad-pak being removed and then not properly seated within the device during the self-test or the pad-pak may have been replaced with a partially depleted unit for the self-test and that unit was not returned for investigation. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.